Event description:
I have type 1 diabetes and use the tandem mobi insulin pump and dexcom g7. This evening, just before bed, I received an alert from my dexcom g7 continuous glucose monitor (cgm) indicating that my blood glucose (bg) was 181 mg/dl. Concerned by recent reports from other type 1 diabetics about inaccurate dexcom g7 readings, I decided to verify the reading using my glucose meter before my tandem mobi insulin pump could deliver an automatic correction bolus. To my alarm, my actual bg was 116 mg/dl--65 points lower than what the dexcom reported. Had I not double-checked, my insulin pump could have administered a correction bolus based on the inaccurate cgm reading, potentially causing a dangerous low bg event. This situation is especially concerning because it occurred right before I was going to sleep. If I had trusted the dexcom reading and gone to bed, I could have experienced an extremely low bg during the night. In the best-case scenario, I might have woken up in time to treat it. In the worst case, I could have had a seizure--or worse. I follow all dexcom g7 setup instructions carefully and wear the sensor on my arm, the FDA-approved site. This level of inaccuracy should not occur with a medical device that has undergone rigorous testing and is marketed as a reliable tool for diabetes management. This is not a one-off incident. I've seen multiple reports across social media from other users who have experienced dangerously inaccurate readings, some resulting in seizures due to insulin overdoses from hybrid closed-loop systems working off of dexcom g7 data. It is unacceptable that such a critical device is causing fear and harm in the diabetic community. Please take immediate action. It is extremely concerning that no action has been taken by dexcom despite numerous comments across their social media accounts alerting them to this serious issue. The g7 should be temporarily removed from the market until these issues are thoroughly investigated and resolved. As diabetics, we deserve safe and reliable tools to manage our condition--not devices that put our lives at risk. Please take this matter seriously before more lives are put in danger and more people are harmed.